Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that there was an issue with the quality control( qc) results. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the issue was with the liquid quality control.

Manufacturer narrative:
Device evaluation summary: the reported issue with quality control(qc) results was verified during service. Service technician found the lift wire was out of calibration. Service technician calibrated the lift wire to the proper specification. Service technician completed a full diagnostic check and all tests passed. The customer ran their qc's and they all passed. Post repair testing was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.